Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump remained implanted at minimum rate. The approval process had been started to get the pump to be replaced but had not yet been approved. The plan was to return the pump once it had been explanted.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 25 mg/ml dilaudid at a dose of 6.004 mg/day via an implantable infusion pump for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient had a refill on (B)(6) 2017 and a volume discrepancy was noted. The actual reservoir volume (arv) was 15 ml and the expected reservoir volume (erv) was 3 ml. During the refill the hcp noticed the pump had reset and safe state occurred. The hcp did not check the pump logs at that time. The hcp was planning on replacing the pump. The logs were checked later and showed low battery reset as on (B)(6) 2017 @ 21:45. All the logs showed was low battery reset/the pump was in safe state. The hcp reported seeing these messages at the last refill in (B)(6) 2017 so exact date of the first low battery reset was unclear. The pump was to be replaced and returned to the manufacturer for analysis. The patient confirmed hearing the pump alarm every couple minutes. The pump alarm was silenced and interval extended to two hours. They were to work on getting the pump replaced. No symptoms were reported and no further complications were expected or anticipated.